Event description:
It was reported that patient underwent total hip replacement surgery in 2009, during which she received a durom acetabular component. Post-op, patient has been experiencing pain and reported that a bone scan showed loosening. Surgeon has recommended revision surgery, which has not yet been scheduled.